Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported suspected rupture. The device remains implanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data.

Event description:
The device has been explanted and replaced with non allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. In the photos observed two devices, it¿s not labeled for side explanted, a device appears to be intact, and the other have an opening. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
The device has been explanted and replaced with non allergan device.